Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9xr result for one patient sample. The analyzer generated a ca 19-9xr result of 246.99 u/ml when reagent lot 08852m500 was in use. The patient's previous result was 124.4 u/ml. The falsely elevated ca 19-9xr result was not reported outside the laboratory and there was no adverse impact to patient management reporte.